Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the right ventricular lead exhibited auto mode switch episodes due to noise. The noise could be reproduced with isometrics in clinic but it was elected to continue to monitor the patient.